Event description:
A home patient's (hp) spouse contacted baxter's technical service center (tsc) regarding a "check lines and bags" message that appeared on the display of the hp's homechoice machine during the prime cycle prior to their automated peritoneal dialysis therapy. Reporterdly, the hp's transfer set was connected to the patient line of the homechoice set during the prime cycle. Baxter's tsc assisted the hp's spouse in ending therapy early. No patient injury or medical intervention was associated with this incident, per the hp's nurse.